Event description:
It was reported that a device was used during an unknown procedure. It was reported that during the use of the hand piece with a lcsc5, solid tones were heard. The case was completed with another hp052. There was no patient consequence.